Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in a car accident where they were rear ended and that afterwards they noticed that the were not feeling stimulation. The patient increased stimulation and changed groups on the programmer but they still did not feel stimulation. The patient was redirected to their hcp to have the device checked. No further complications were reported.